Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the time on the customer's pump was noted to be inaccurate. Reportedly, the pump was slowly losing time and was off by 10 minutes. The customer reported adjusting the time on the pump multiple times to correct the issue. There was no impact to the customer's blood glucose level. Reportedly, the customer would continue use of the pump but also has manual injections available as alternate insulin therapy.